Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation reported symptom, "keypad not working consistently", which was experienced during evaluation as an intermittent keypad response of the #0, #1, and #2 keys. It was found to be caused by a failed keypad. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had keypad that was "not working consistently", which was clarified during baxter's evaluation as an intermittent keypad response. Any patient involvement, injury or medical intervention is unknown.